Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. There was the possibility this phenomenon was attributed to physical stress due to falling or impact, or deterioration by chemical stress from chemical agents used during reprocessing.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on november 17, 2021, it was found that the adhesive of the objective lens partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.